Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 408 mg/dl. The customer treated with the insulin pump and the blood glucose value at the time of the call was 294 mg/dl. The customer stated it went high because he had pie and did not bolus. The customer declined to check for site, set or insulin issues or the insulin pump's settings. The customer also reported that the sensor was giving sensor update/sg not available alerts. The customer changed the sensor. The sensor will be returned for analysis.